Event description:
It was reported the patient was being prepared for her permanent scs implant, and had been placed under general anesthesia. It was reported the physicians felt the patient had troubling EKG signs and aborted the case. The patient was referred for a cardiologist consult. Follow up on the patient identified she was rescheduled for the scs implant procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.